Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): evaluation summary: (B)(4) the device wsa returned, analyzed, and analysis results revealed normal battery depletion. The device meets expected longevity. Performance data was collected from the device and analyzed. Analysis revealed a power on reset of the parameters. There were two pors for critical ram parity error, addr=1204, data=c1, on (B)(6) 2011 16:48:41 and addr=1008, data=40, on (B)(6) 2011 15:55:47 and one patient alert for device circuit error on (B)(6) 2011 15:55:47. (B)(4): the device was returned and analysis found normal depletion.

Event description:
It was reported that while the patient was receiving therapeutic radiation, an electrical reset of the device occurred. The programmed settings of the device went to the reset settings and the device delivered shocks due to atrial fibrillation with rapid ventricular response. Later at interrogation, the device "checked out fine" and follow-up determined that the device was not reprogrammed. The device was explanted and returned to the manufacturer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): initially, the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a power on reset of the parameters. There were two pors for critical ram parity error, addr=1204, data=c1, on (B)(6) 2011 16:48:41 and addr=1008, data=40, on (B)(6) 2011 15:55:47 and one patient alert for device circuit error on (B)(6) 2011 15:55:47. Analysis of the device is in process; the results will be forwarded when available.